Event description:
A report was received that the patient underwent a pocket revision to move the implant location to a more comfortable location. The patient's pocket location was too low and she ends up sitting on the pocket. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.